Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: the head nurse of the emergency department did not exhaust the air. When using the needleless infusion connector to connect the indwelling needle to the child, it was found that the infusion set could not pass the liquid, and the needle was removed and found to be blocked. The child was not injured but was crying, and his family were dissatisfied that the needle needed to be replaced due to a clogged needle.

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 22015485. As part of the investigation the customer provided a video of the affected smartsite; analysis of the video confirmed the customer's experience with the smartsite identified to be occluded during injection with an unknown syringe. A review of the production records for lot 22015485 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: the head nurse of the emergency department did not exhaust the air. When using the needleless infusion connector to connect the indwelling needle to the child, it was found that the infusion set could not pass the liquid, and the needle was removed and found to be blocked. The child was not injured but was crying, and his family were dissatisfied that the needle needed to be replaced due to a clogged needle.